Event description:
The pt reported changing the infusion set on (B)(6) 2010 and his blood glucose measured 126 mg/dl. Three hours later, the infusion tubing fell off without force. He stated that the infusion set separated between the tube and the connector. His blood glucose measured 224 mg/dl. He bolused through the infusion device to lower his blood glucose. His normal blood glucose level is 110 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.